Event description:
It was reported that the patient had experienced dizziness. Upon interrogation, the pulse generator was found to be operating in backup vvi mode. The device was explanted and replaced successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.